Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported shaft detachment could not be determined. Although a conclusive cause for the reported shaft detachment could not be determined, the treatment appears to be related to procedure circumstance and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device, is filed under a separate medwatch manufacturer report reference number. User facility medwatch # (B)(4).

Event description:
It was reported that during a bilateral transcatheter aortic valve implantation (tavi) procedure, the patient was accessed in both the right common femoral artery (rcfa) and left common femoral artery (lcfa). Following the tavi procedure the rcfa was successfully closed using the preclose technique. When attempting to close the lcfa, during removal of the proglide device, resistance was met and the shaft broke at the guide (where the silver and black part meet). A vascular surgeon was needed to retrieve the broken part of the proglide device by performing a cut down of the artery. The detached portion was removed. A second proglide device was attempted for closure; however, the sutures failed to deploy. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequel. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided. Subsequently, user facility medwatch ((B)(4)) received, stating: 6fr proglide became entrapped in l common femoral artery, requiring cutdown and repair of common femoral artery. The proglide found to have the plastic distal portion completely separated from the metal proximal portion.